Event description:
It was reported the high flow insufflation unit had a leak in the regulator when attempting to pump co2 gas, as a result the co2 gas was not delivered properly. This was found during service and maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. E1 facility and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.